Event description:
Implants ruptured and were removed. Breasts were scraped out but developed infection and it had to be done again. The left breast is now swollen and dr wants to do the surgery yet again. Rptr was having pain on left side and was evaluated for heart problems before finding that devices were ruptured. Breasts were also very misshapen. Implants were replaced with another MFR's implants.